Event description:
It was reported that the patient presented to the hospital with a stroke and a heart rate as low as the 30s. The device could not be interrogated and there was no output. The device was implanted subcutaneously. It was removed and no further patient complications were reported as a result of this event. Further information indicates that there was also premature battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis confirmed the no output and no telemetry conditions. These conditions were due to lifted output bondwires.